Event description:
It was reported that the customer was treated twice by the paramedics due to low blood glucose levels. Once on (B)(4) 2010 with a blood glucose reading of 36 mg/dl, and again on (B)(4) 2010 with a blood glucose reading of 40 mg/dl. It was stated that the customer had made changes to his diet, but did not make adjustments to his basal rates. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.